Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing was caught on a door handle causing the luer lock connection to disconnect. The customer's blood glucose level was 300 mg/dl with moderate ketones. The customer's husband assisted the customer; however, the customer was able to address the bg level themselves. The customer successfully changed the infusion set and insulin delivery was resumed.